Manufacturer narrative:
Arrow buttons did not respond due to unlock on the lcd keypad connector. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and bolus wizard test due to button keypad anomaly. Pump had deep scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 424 mg/dl. Customer also stated that she got customer is experiencing issues with high blood glucose readings and while on the call customer mentioned that the buttons are stiff and hard to press. Troubleshooting was performed for high blood glucose. The product will be return for the analysis